Event description:
Information received from the field does not address the patient's clinical status but notes that the leads were connected to the inappropriate pacemaker ports. During lead repositioning, the lead was cut/damaged.